Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a time gain/loss issue. At 10:00pm, the pump time displayed 2:00am. The battery had not been changed for several days before the incident. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1. Date of submission 11/15/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/04/2013 with the following findings:a review of the pump¿s history showed dates from 07/30/2013 to 08/08/2013, with evidence of a manual time and date change. During the start of investigation, the time and date was set accurately. The pump was exercised for 24 hours with no time change. The battery was then removed for six hours and the pump¿s time and date reset to factory default upon rebooting. The pump was opened and evaluation revealed the internal clock battery on the circuit board was leaking. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test screen was installed and displayed properly. Additionally, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.